Event description:
It was reported that two implants cracked down the side during insertion; partial implants remain implanted. The implants were inserted 3/4 of the way into bone then stopped advancing. The surgeon then used a mallet to insert them the rest of the way. While using the mallet, he heard the implants crack. He pulled back on the sutures to make sure the fixation held; he felt the fixation was good. He then used graspers to trim off the small proud ends making the implants flush with bone. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices remain in the patient and could not be returned for evaluation, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation, not inserting the implant co-axial to the bone tunnel, and/or not fully seating the eyelet tip before impacting the implant. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Remain in patient.